Event description:
It was reported that during interrogation for implant, extended charge time was observed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of extended charge time could not be confirmed. The device was tested on the bench and using automated test equipment and was no anomaly was found. The reproted extended charge time was not reproduced in the laboratory. The root cause of the field event remains undetermined.